Manufacturer narrative:
The customer replaced the blower assembly, which resolved the issue. The device subsequently passed all required performance verification testing in accordance with philips standards and was returned to service. No patient impact was reported. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened for further evaluation.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1134 check vent: blower stalled message, no air flow. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer stated there was no air flow through the unit. While troubleshooting in the pneumatics screen, it was observed that the blower did not spin when setting the pressure to 10 cmho2. The rse recommended replacing the blower assembly and provided parts ID for the repair. This investigation is ongoing.